Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. The cause of the event was reported as due to a bacterial infection (unspecified). On an unreported date, the patient was hospitalized for the event and treated with intraperitoneal cephalosporin (no further details). At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.